Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was guided through a pump reset, and the cgm error code did not reappear. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.